Event description:
Approximately one year and five months post hvad implantation this patient reported that the controller switched from port one to port two and did not "accept" the batteries. The controller displayed "not connected" though two batteries were reportedly connected at the time. The patient exchanged the batteries and the controller alarmed "pump stop." The patient disconnected both batteries and reconnected them successfully restarting the pump. This was followed by another alarm. The patient switched to the back-up controller and was transported to the hospital for further analysis. There was no reported injury to the patient. The controller and four batteries were replaced, and are being returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries and controller met specifications; the batteries and controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms. Additionally, log file analyses revealed a power disconnect alarm that was most likely caused by a communication error and not a true disconnection of the associated power source. The patient also experienced a critical battery alarm on power port 2 ((B)(4)) wherein the battery capacity went from 70 % to 0%. Given that it's highly unlikely that the battery would lose all of its charge in a short amount of time, the most likely root cause of the critical battery alarm is a communication error. The logs revealed a controller power up and motor start event shortly after experiencing the critical battery alarm. It was noted in the event details that the patient attempted to resolve the issue by reconnecting both power sources, which would have led to a loss of power and a subsequent controller power up and motor start event once power was resumed. It was reported that the patient experienced a "pump stop"; however, log file analysis indicates that the patient possibly misinterpreted a critical battery alarm for a vad stop alarm. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the batteries and controller have been received and are awaiting further analysis. Device remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4)-manufacturing date: 2013-08- controller was received by the manufacturer on (B)(4) 2014. Testing was completed on (B)(4) 2015: the controller passed visual inspection and functional testing. Review of the log files revealed a critical battery alarm. This failure is most likely due to a communication anomaly between battery and controller. Heartware has initiated an internal investigation to further evaluate this issue. (B)(4) manufacturing date: 2014-01, (B)(4) manufacturing date: 2014-01, (B)(4) manufacturing date: 2014-01-batteries were received by the manufacturer on (B)(4) 2014, testing was completed on (B)(4) 2014: the returned battery passed visual inspection and functional testing in a lab environment. Log analysis revealed that four critical battery alarms had occurred as well as one instance of power disconnect. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. Heartware has initiated an internal investigation to further evaluate this issue. A review of the complaint data was completed for this patient; there is no record of previous servicing for this patient.